Manufacturer narrative:
Final analysis found that the measured data was lost when the battery voltage fell below 2.33 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.